Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak when the cassette door of the liberty select cycler was opened after performing a drain during her pd treatment. The patient also reported receiving alarms indicating there was a plug within the system. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. The patient confirmed that she had been able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient also confirmed that she had been trained on performing stat drains, as well as manual peritoneal dialysis therapy, if needed. There were no reports of any symptoms, adverse events, injuries, or medical intervention required as a result of the reported event. The patient was issued a new cycler which she stated is working well and has been able to continue peritoneal dialysis therapy with no further issues. The cassette and cycler have been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d10 the product return date is 2019-09-04. G4, the become aware date is 2019-09-16. H2 additional information, device evaluation. H3 the device was evaluated by the manufacturer, and evaluation summary is attached. H6 method codes: c91896, c139456, c91978. H6 result codes: c92083. H6 conclusion codes: c139471, c91894. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found no related issue. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak when the cassette door of the liberty select cycler was opened after performing a drain during her pd treatment. The patient also reported receiving alarms indicating there was a plug within the system. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. The patient confirmed that she had been able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient also confirmed that she had been trained on performing stat drains, as well as manual peritoneal dialysis therapy, if needed. There were no reports of any symptoms, adverse events, injuries, or medical intervention required as a result of the reported event. The patient was issued a new cycler which she stated is working well and has been able to continue peritoneal dialysis therapy with no further issues. The cassette and cycler have been returned to the manufacturer for physical evaluation.